Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in fair condition for evaluation at the product analysis lab (pal). Internal/external inspection found no issues. The hc failed the return instrument test / evaluation (rite) electrical test due to failed ground bond performance specification. The cause of the rite failure was determined to be poor connection on the door ground wire. The wire was moved for better connection to resolve this condition. A service history review revealed that no issues were identified that may have contributed to the rite electrical test failed for ground bond resistance. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.